Event description:
There is no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad with a leak, all keys to be intermittently responsive, a dim display screen with moisture behind , and moisture contamination throughout the pump that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: all buttons intermittently responsive. Keypad peeling and torn at the down key. Removed keypad: contamination noted under all contacts. A leak was found at the keypad. Moisture was seen behind display lens. The pump was opened pump: moisture contamination was seen throughout. Additionally, the display screen was dim but when a test display is used, the display works normally. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function. The situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.